Manufacturer narrative:
The investigation into the reported issue has been completed. Device history record review confirmed that the pump passed all post-sterile inspection checks. Clinical information provided indicated that the pump was pulled back across valve by nurse during support. Blanket caught on the device due and pulled the cannula out of the pulmonary artery, all the way into the inferior vena cava/femoral vein. No product was received for evaluation. The cause of the positioning issue was most likely use related due to the nurse pulling on the blanket causing the pump to dislodge. Corrected information provided in e4. E4 should have been left blank on the initial manufacturer device report 1220648-2025-25682.

Manufacturer narrative:
B3 date of event was revised as it was inadvertently reported incorrectly on manufacturer device report.

Event description:
The complainant reported the patient was on impella rp flex support and during support, the nurse pulled the blanket off the patient. The blanket got caught on the device and pulled the cannula out of the pulmonary artery all the way into the inferior vena cava/femoral vein. The pump was explanted and the patient remained stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.